Event description:
It was reported by the customer "I was contacted today about a possible ¿shearing¿ of a catheter. It looks like the wire was also not attached to the powerglide."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a sheared catheter and guidewire is confirmed but the exact cause remains unknown. One photo sample of a 10 cm powerglide pro catheter and guidewire was provided for evaluation. The components are present within a plastic biohazard bag. The guidewire appears to have been sheared and is elongated and unraveled. A bulge in the catheter is present which suggest that a split may be present. Based on the description of the complaint and photo provided, likely contributing factors include reinsertion of the needle after advancement of the catheter. The product instructions for use warns, "warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter." Since a damage to the catheter and guidewire were observed to be present, the complaint is confirmed.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "I was contacted today about a possible ¿shearing¿ of a catheter. It looks like the wire was also not attached to the powerglide."